Event description:
While using a medtronic pioneer catheter, the needle from the tip of the catheter broke off and lodged in the left subclavian artery. Needle was left in and could not be removed. Pt's procedure could not be performed.